Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received an error alarm and was damaged. The customer¿s blood glucose level was 123 mg/dl. The customer states received another error alarm prior to the rewind. The customer also states the belt clip was broken. The customer had already replaced the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error due to blank display. Device also received with broken belt clip rail and faded serial number label.